Event description:
The distributor reported that during a surgical procedure, the surgeon placed a coral polyaxial screw into the vertebral body. The surgeon determined that the position of the screw was not satisfactory and wanted to improve the position by backing it out a couple of turns. The surgeon was not able to do this; it was reported that head of the driver may be stripped. It was reported that the pt had hard bone. Integra has requested add'l clinical info from the reporter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.